Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges riding scooter on the sidewalk and all of a sudden the scooter stopped. No lights on the console and would not power on. Customer alleges sliding forward and off the seat and his butt hit the foot platform.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the device was modified post final release.

Event description:
Alleges riding scooter on the sidewalk and all of a sudden the scooter stopped. No lights on the console and would not power on. Customer alleges sliding forward and off the seat and his butt hit the foot platform.